Event description:
Pt admitted for nephrolithiasis. In 2003, pt underwent a right ureteroscopy, cystoscopy and laser lithotripsy. During the procedure, pt was found to have an impacted, dense, hard stone. A fragment of the fiber broke off and moved forward (2.5cm 200 holmium) and despite multiple attempts, retrieval was unsuccessful and the fiber tip was retained. Pt subsequently was diagnosed with a retroperitoneal bleed and expired later.